Event description:
Philips received a complaint by the customer on the v60 indicating that the unit alarmed co2 rebreathing risk. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer confirmed that the unit only alarms co2 rebreathing risk when it was being used with a mask that the patient had brought from home. The mask had no leak port. When the caller switched to a mask that the facility normally uses the issue went away and unit continued to be used. The remote service engineer advised the caller to use the mask that they normally use that is known to work. Caller agreed. Based on information provided, the customer¿s alleged malfunction was confirmed to be a user error.